Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer¿s parent stated that customer's blood glucose was running high and throwing up and the insulin pump had a motor error alarm. Customer's parent reported that customer's blood glucose was at 140 mg/dl before lunch and went up to 588 mg/dl afterwards. Customer was treated with manual injection. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. A motor position encoder error was found in the insulin pump alarm history. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.